Event description:
It was reported that the zimmer cuffs allegedly are not sufficiently packed to guarantee sterility. While removing the cuffs from the packaging it was reported that there is a high risk that the cuffs become unsterile. The ribbons are placed in a way as while taking the cuffs out of the packaging, the ribbons touch the environment and therefore, the cuffs become unsterile. The reporter indicated that there was no known adverse effect to any patient and were reporting a potential concern regarding the sterility of existing packaging materials and process. The customer's concern regarding guaranteed sterility is being reported as a potential malfunction of packaging.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.